Manufacturer narrative:
Device evaluated by MFR.: a gladiator device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A longitudinal tear was identified in the balloon material. The tear measured 30 mm in length and extended from a position 4 mm proximal of the proximal markerband to 13 mm proximal of the distal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed no damage to the tip of the device. A visual and tactile examination identified multiple shaft kinks along the length of the device. Both markerbands were undamaged and present on the shaft of the device.

Event description:
It was reported that balloon rupture occurred. The moderately stenosed target lesion was located at stoma site in a moderately tortuous and moderately calcified vessel. A 6.0 x40, 40cm gladiator elite balloon catheter was advanced for dilatation. However, after several times of inflation for few seconds, the balloon ruptured. The procedure was completed with another of same device. No patient complications were reported and the patient status was stable.

Event description:
It was reported that balloon rupture occurred. The moderately stenosed target lesion was located at stoma site in a moderately tortuous and moderately calcified vessel. A 6.0 x40, 40cm gladiator elite balloon catheter was advanced for dilatation. However, after several times of inflation for few seconds, the balloon ruptured. The procedure was completed with another of same device. No patient complications were reported and the patient status was stable.